Event description:
Account reported that although there were three incidents of the male luer connector comming off of the tubing. All three incidents occurred during pt use but none resulted in any pt injury or required medical intervention. Per account some solution leaked out of the tubing, however, there was no chemo or blood spills.